Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was prominent and not sitting flat in the subcutaneous tissue. A procedure was completed to reposition the device subpectorally. There is no allegation against the device. The patient was stable and tolerated the procedure well.